Manufacturer narrative:
The product was not returned for evaluation. It was reported the cannula was not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34; warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother reported noticing bg levels rising while the patient was in bed. When removed from the infusion site (arm), the pod's cannula was found bent and mother is unsure if cannula was previously under the skin. As treatment, a new pod was applied and a bolus was delivered. The patient's blood glucose and insulin history are as follows: time: 2:26am, bg(mg/dl): 298, bolus(u): correction given (units not disclosed); 3:33, 296, correction given (units not disclosed); 4:00, 300; 5:00, 300; 7:41, 152.

Manufacturer narrative:
The returned device was evaluated and the investigation found no defects that would contribute to the cannula being improperly inserted. Although the needle mechanism assembly had no damage or defects, the reported event could not be determined. The soft cannula was found to have significant damage. Kinks and bends were identified as well as a tear around the midpoint of the exposed soft cannula. When the distal tip was manually occluded, fluid leaked out of the tear. Although damage was present, the timing and cause are unknown. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. Investigation found no defects or deficiencies that would contribute to the associated error code, so the cause could not be determined. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time.